Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 20028t05, d4: medical device expiration date: na, h4: device manufacture date: 2020-02-27. H6: investigation summary: no photos or samples were received by our quality team for evaluation. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the system preformed as designed.

Event description:
It was reported that the kit tablet recorded the incorrect doses. This occurred 8 separate times during use. The following information was provided by the initial reporter: "dose mismatch case # (B)(4): time 09:00 a.m. Sensor #9365. 07:45 - propofol -should have been zero. Was ns flush, button clicked wrong. 07:46 - fentanyl -given 100mcg. 07:47 - propofol -given 160mg. 08:09 - cefazolin -given 500mg. 08:10- cefazolin-given 1000mg.(total 2000mg) 19:31 vecuronium - given 3mg. Case # (B)(4): time 12:40 p.m. Sensor #9400: 12:20 - propofol -given 180mg. 13:02 vecuronium - given 2mg. Unable to rely on instrument measurements."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the kit tablet recorded the incorrect doses. This occurred 8 separate times during use. The following information was provided by the initial reporter: "dose mismatch case #(B)(6): time 09:00 a.m., sensor #(B)(4). At 07:45 - propofol -should have been zero. Was ns flush, button clicked wrong. At 07:46 - fentanyl -given 100mcg. At 07:47 - propofol -given 160mg. At 08:09 - cefazolin -given 500mg. At 08:10 - cefazolin-given 1000mg. (Total 2000mg). At 19:31 - vecuronium - given 3mg. Case #(B)(6): time 12:40 p.m., sensor #(B)(4). At 12:20 - propofol -given 180mg. At 13:02 - vecuronium - given 2mg. Unable to rely on instrument measurements".